Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had low power and a sticky trigger. Therefore, the reported condition was confirmed. During repair it was observed that there was an unknown residue on the trigger, unknown debris on the motor and gear, the seal was worn out, and the housing, swivel nut, adjuster nut and air inlet were deformed. The assignable root cause of these conditions was determined to be due to wear from normal use over time, and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device was not functioning. During in-house engineering evaluation it was observed that the device had low power and a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.